Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code (B)(6) captures the reportable event of a small brush head broke off into the scope and fell into the patient.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2023. During the scope cleaning, the small brush head broke off into the scope. It was reported that during a procedure this came out into the patient and had to be retrieved. There was no patient complication as a result of this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h2: additional information sections b5 (describe event or problem) was updated based on additional information received on december 27, 2023. Block h6: imdrf device code a150208 captures the reportable event of a small brush head broke off into the scope and fell into the patient. Block h10: investigation results the returned hedgehog dual-end brush was analyzed. Visual evaluation found that the brush head had separated. It was noted that the returned brush had a clean break, and no material defects or deformation was noted at the area where the device separated. No other problems were noted. The reported event was confirmed. It is possible that the elevator of the scope interacting with the working length of the device along with excessive force/torque caused the brush head to separate from the working length. Based on all available information and analysis of the returned device, the most probable cause is unintended use error caused or contributed to event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2023. During the scope cleaning, the small brush head broke off into the scope. It was reported that during a procedure this came out into the patient and had to be retrieved. There was no patient complication as a result of this event. Additional information received on december 27, 2023: the detached brush head was found in the patient. They used a biopsy forceps to remove the detached brush.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2023. During the scope cleaning, the small brush head broke off into the scope. It was reported that during a procedure this came out into the patient and had to be retrieved. There was no patient complication as a result of this event. Additional information received on december 27, 2023. The detached brush head was found in the patient. They used a biopsy forceps to remove the detached brush.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h2: additional information sections b5 (describe event or problem) was updated based on additional information received on december 27, 2023. Block h6: imdrf device code a150208 captures the reportable event of a small brush head broke off into the scope and fell into the patient.